Event description:
It was reported that a skin reaction occurred. According to the patient, on (B)(6) 2025, the patient experienced a skin reaction with rash, redness, inflammation and sore skin underneath sensor pod area only. The patient went to the medical center and the doctor prescribed taro-mupirocin 2% ointment, to be applied three times a day and oral antibiotic (sulfatrim ds 800/160mg) to be taken twice a day, every 12 hours, for one week. At the time of the report the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). E1: initial reporter state - (B)(6).